Event description:
(B)(4). I started having extremely heavy bleeding. Since then when I'm on my period I feel like I'm in labor. My skin is always red and itchy. Sex is extremely painful and my joints have been giving me a lot of problems.